Manufacturer narrative:
Follow-up #1; date of submission: 09/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/27/2015 with the following findings: a review of the pump history and black box data revealed no evidence of a prime issue. The pump was exercised for 24 hours, during which no 'loss of prime' warnings were observed. The pump successfully performed the prime sequence and bolus functions. The pump failed a force sensor calibration check due to a force sensor calibration reading below the lower specification limit. The pump case was removed, and no evidence of internal damage or defect was found. The pump passed a force sensor resistance check. The reported prime issue was not duplicated during the analysis; no device failures were detected. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump would ¿stop priming sometimes¿. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.